Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarms and motor error alarm. The customer's blood glucose was 81 mg/dl at the time of call. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin continued to drip after the motor stopped during the manual prime process. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they were stuck in rewind complete and bolus delivery loop. The customer was unable to complete troubleshooting at the time of call. The insulin pump will be returned for analysis.